Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was implanted and the implant went ok. There was no stimulation post-operatively and several electrode combination impedance measurements were at 2,259 ohms on different days. Three (3) and 7 rose over several days from 2,640 and 2,259 to over 4,000 ohms. The hcp re-operated and explored and cleaned out the connectors between the leads and extensions, but the readings were completely unchanged post-operatively. It was noted that the anterior lead was heavily discolored and there was some tissue fluid under the sleeve. The posterior lead looked ok. The hcp cleaned out both connectors. It was later reported that the system was interrogated in late (B)(6) 2013 and many of the impedances had improved. It was reported that the patient was getting some therapy. The hcp planned to monitor the patient and decide if further action was necessary.

Manufacturer narrative:
Product ID: 3587a, lot# unknown, implanted: (B)(6) 2013, product type: lead. Product ID: 3587a, lot# unknown, implanted: (B)(6) 2013, product type: lead. Product ID: 7489-66,serial# unknown, implanted: (B)(6) 2013, product type: extension. Product ID: 7489-66, serial# unknown, implanted: (B)(6) 2013, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).